Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was intended to be used in the papilla during an endoscopic papillotomy with biliary lithotripsy procedure performed on (B)(6), 2022. During preparation outside the patient, when the forming mandrel was removed from the stonetome, its tip was detached and the remaining metal wire was left in the lumen. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0203 captures the reportable event of forming mandrel tip detached. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the molding tip was detached form the curving mandrel, which was consistent with the findings when the device was observed under magnification. The molding tip was not returned. Per the dimensional inspection, the thickness and the length of the coined end of the forming mandrel were both within specification. No other problems with the device were noted. The reported event of forming mandrel tip detached was confirmed. Upon analysis, it was found that the molding tip was detached from the curving mandrel; however, the detached section was not returned with the device. Based on the condition of the device, this could have been generated upon handling during the removal of the mandrel from the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a stonetome was intended to be used in the papilla during an endoscopic papillotomy with biliary lithotripsy procedure performed on (B)(6), 2022. During preparation outside the patient, when the forming mandrel was removed from the stonetome, its tip was detached and the remaining metal wire was left in the lumen. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.